Event description:
A cartridge change error was reported with the pump, preventing successful loading of cartridges despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Subsequently, the customer switched to multiple daily injections as a backup therapy and was sent a replacement pump, following procedures to store the current pump safely for return.